Manufacturer narrative:
December 02, 2015 10:40 am (gmt-5:00) added by (B)(6): (B)(4). The field safety technician confirmed that the power supply module was out of range. Action done by field safety technician: readjusted all the voltages of the power supply module = communication was back. All the users were emphasized by field safety technician. That there is no adjustment for bubble and level and they can change only the intervention from the back of the unit or adjust the flow form the front of each pump, rather than that they have to address their issue to either biomed or maquet. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Due to incident (B)(4) (pump stop)customer tried to adjust power supply module, which caused error message er08. Hand crank was used until pump was set back in free mode until end of surgery. (B)(4).